Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.

Event description:
Patient informed coopervision that they received replacement contact lenses from a cvi business partner, and noticed that the lenses were sticking to their eye(s). The patient alleges that when removing the lenses they "scratched their corneas and tore the surface of their eyes off" [damaged the surfaces of the corneas]. The patient has been to multiple ecp appointments since the event. Good faith efforts have been made to obtain additional information without results. Permanent injury is unknown, thus, in abundance of caution this event is being reported.